Event description:
It was reported to nova biomedical that a consumer received a result of 307 mg/dl on their blood glucose meter at 12:13pm. At 3:30pm, according to the consumer, she experienced a hypoglycemic event which did not require medical intervention. It is unk if any or how much insulin was administered after the 307 mg/dl reading. The meter in question will be returned for evaluation. Test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.